Manufacturer narrative:
A complete manufacturing and material records review for the annuloplasty ring 4dm-30 has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
On (B)(6) 2023, a memo4d ring size 30 was attempted to be implanted. After de-clamp, regurgitation did not stop. As such, the device was explanted on the same day. The manufacturer was informed that no further information will be provided.

Event description:
On (B)(6) 2023, a memo4d ring size 30 was attempted to be implanted. After de-clamp, regurgitation did not stop. As such, the device was explanted on the same day. No further information is available at this time.

Manufacturer narrative:
H3 other text : unknown disposition.